Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a dialysis catheter. The customer stated the catheter was placed into the pt and it immediately started to leak around the clamps. Catheter was removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.